Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels on the day of the call. The customer also reported that she had to go to the emergency room the weekend prior to the call due to a high blood glucose level. Blood glucose level at the time of the incident was 495 mg/dl. Blood glucose level at the time of the call was 427 mg/dl, which was treated with a manual injection. Customer reported having a blood glucose level of 595 mg/dl the night before the call. By the end of the call, the customer reported that her blood glucose level had come down to 388 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. The insulin pump was not replaced or returned for analysis.